Manufacturer narrative:
At this time no conclusion can be made. Recurrence, adhesions, fistula is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent repair of a ventral abdominal hernia. A bard/davol ventralight st bard mesh, (B)(4), lot number huyb0389 was implanted in the patient during this repair. (B)(6) 2017:the patient underwent surgery to remove the failed mesh and repair a recurrent hernia. During the procedure, the surgeon noted that "there is hard calcified tissue bile-stained mesh which was gathered and obviously chronically infected. Went to great effort to remove as much as the mesh as we could." It is alleged that the surgeon discovered a "fistula formation of small bowel into this mesh." He also noted a "2 foot segment of small bowel that was densely involved with this mesh." The bard/davol ventralight st bard implanted in the patient failed to reasonably perform as intended, and caused serious injury and had to be surgically repaired, and partially removed, once in the patient's body, and is likely going to need to be further removed via invasive surgery. Therefore, the product necessitates additional invasive surgery to repair the hernia that the bard/davol ventralight st was initially implanted to treat. Attorney alleges general allegations for past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries the patient sustained, permanent impairment, and mental pain and suffering.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the expiration date and provide the manufacture date for the ventralight st mesh. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent repair of a ventral abdominal hernia. A bard/davol ventralight st bard mesh, reference number 5954450, lot number huyb0389 was implanted in the patient during this repair. On (B)(6) 2017:the patient underwent surgery to remove the failed mesh and repair a recurrent hernia. During the procedure, the surgeon noted that "there is hard calcified tissue bile-stained mesh which was gathered and obviously chronically infected. Went to great effort to remove as much as the mesh as we could..." It is alleged that the surgeon discovered a "fistula formation of small bowel into this mesh." He also noted a "2 foot segment of small bowel that was densely involved with this mesh." The bard/davol ventralight st bard implanted in the patient failed to reasonably perform as intended, and caused serious injury and had to be surgically repaired, and partially removed, once in the patient's body, and is likely going to need to be further removed via invasive surgery. Therefore, the product necessitates additional invasive surgery to repair the hernia that the bard/davol ventralight st was initially implanted to treat. Attorney alleges general allegations for past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries the patient sustained, permanent impairment, and mental pain and suffering.